Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient began to have elevated blood glucose (bg) results on (B)(6) 2014, 500 mg/dl and higher with vomiting; reports no site issues, no bent cannulas, no leaking at site. Reporter changed site but was not able to bring bg levels down. Patient was taken to a community hospital and then transferred after they were not able to bring bg under control. Reports patient was taken off the pump at second hospital and has been on insulin drip since; patient is being released from the hospital today. Reporter states their health care provider (hcp) believes pump malfunctioned and is insisting on replacement. Customer support (cs) review of pump found no associated alarms in history, boluses amounts accounted for and add up in totals, basal history shows basal is being delivered; prime history shows adequate prime volume suspend history shows pump being suspended but reporter is aware of this tdd adding up correctly. Cs advised reporter that no issues were found with pump; discussed other possible causes of elevated bg levels such as vial of insulin, site issues, air bubbles, all of which reporter denies. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/23/2014. The device was returned to animas and evaluated by product analysis on 03/24/2014 with the following results: a force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification.no alarms related to the complaint observed in alarm history; only typical usage was observed. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.